Manufacturer narrative:
Latch mechanism.

Event description:
It was reported by service report that the head right side rail is hard to raise and lock into place at times. The side rails would lock intermittently. No pt involvement or adverse consequences are reported.